Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly and stayed red after a completed sterrad 100nx cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis concomitant product evaluation. The DHR was not reviewed as the lot number was not available. Trending analysis by lot number was not reviewed as the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad 100nx was tested by a field service engineer. The unit was in working condition and no maintenance was required. There is insufficient information to determine an assignable cause as the customer could not provide the lot number and the product was not returned. If additional information becomes available, the complaint file will be re-opened. The issue will continue to be tracked and trended.